Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The power supply is damaged - the control led is not working when plugged in. The charging control on the monitor does indicate that the device is not charged. The plug is damaged to a degree, that the connection in the plug got interrupted. The led on the power supply indicated the malfunction by not "burning", the charge control on the monitor also indicates that there is no charging. At the time of the incident most likely the battery was empty.

Event description:
It was reported that there was event with a c-mac monitor for cmos endoscopes. According to the information received a patient was admitted after successful resuscitation on (B)(6)2019. The airway could not be secured prehospital with intubation because the tongue was swollen. Therefore, the emergency physician had only been able to insert a laryngeal tube (lts). During re-intubation in the shock room, the c-mac monitor for cmos endoscopes failed after 10 seconds. Attempts to connect to different wall sockets via cable were unsuccessful. Since the emergency physician credibly reported that conventional intubation was impossible, the lts was reintroduced. Ventilation was possible with it, but not optimal. The patient died a short time later in the intensive care unit.